Event description:
On event date, pt treatment with tuna. Prostate 42 gram with median lobe; 60 mm transverse length. 20mm needle length used on lateral lobes, 18 mm used on median lobe. Catheterized after treatment. One week later, pt admitted to ER for gross hematuria, hgb 13.6, hct 30. Constant irrigation thru 3-way catheter. Pt taking flomax, valium, trazodone, soma, zyprexa, amitriptyline, ambien. The next day, pt received 2 units of blood, (hgb 10.3, hct 28.8). Cystoscopy, fulguration of bleeding prostate, and evaluation of blood clot. 09/2001 pt returned to ER, hgb 0.5, given 2 more units of blood, discharged with foley catheter in.